Manufacturer narrative:
Upon receipt of additional information it has been determined that the device was previously investigated on a different report. MFR 3005751028-2018-00021.

Manufacturer narrative:
Reference (B)(4). The complaint device has not been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2017-05345, 0001822565-2017-05346. Product location unknown.

Event description:
It was reported that the patient underwent an initial right knee procedure. Subsequently, the patient was revised due to pain approximately five years post-implantation. Attempts have been made and no further information has been provided.